Manufacturer narrative:
The evaluation of a component of the superdimension system, case recordings, showed CT-to-body divergence however the cause of the CT-to-body divergence is unknown therefore no conclusion can be made. The failure mode of CT-to-body divergence is acceptable with mitigation per the superdimension fmea documentation. No evidence was found in recordings that either pleura or fissure were breached during procedure. A service call was performed at the site and the evaluation could not identify any anomalies. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was hospitalized. If additional information pertinent to the incident is obtained a follow-up report will be submitted.